Event description:
It was observed, that during the device evaluation. The ultrasonic probe exhibited indentation and damage (torn) at the insertion site. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunctions: indentation at the insertion site, the indentation suggests, that an external force was applied to the tip of the insertion part. However, a definitive root cause could not be identified, for the cause of the indentation. Damage (torn) at the insertion site, the indentation suggests, that an external force was applied to the tip of the insertion part. Therefore, it was assumed, that the insertion part was damaged (torn), due to interference between the insertion part sheath and the flexible shaft caused by the external force. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.